Manufacturer narrative:
(B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, additional information provided indicated this occurrence could be related to aspirating blood from the surrounding area clogging the catheter. Catheter occlusion can be related to the handling of the device during the procedure. The instructions for use state: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the suction function (aspiration) of the endoscope was used when attempting to spray the powder, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The catheter kept clogging with patient blood. Per the distribution partner sales representative, "the user did not turn off the suction and detach the suction tubing [of the endoscope]. Blood was then sucked into both catheters, when they changed to the second catheter [each catheter clogged when used sequentially]. There was no harm to the patient, and it is determined to be user error." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.